Event description:
During a pta treatment procedure, the gazelle 2.0/20/135 mm balloon detached from the shaft of the device. The lesion being treated was located in the heavily calcified superficial femoral artery. It is noted that the physician was unable to cross the lesion with a 4f guiding catheter as well to cross the lsion with the gazelle 2.0/20/135 mm balloon in an attempt to predilate the lesion, but the balloon would not cross the lesion. When the gazelle balloon was removed from the pt's body, it was noted that the balloon had detached from the device and remained in the pt's body. The ohysician attempted to remove the detached balloon with the guidewire, but the balloon would not move with the guidewire. He subsequently attempted to snare the detached balloon, but was again unseuuceesful. A surgical consult was requested in order to plan appropriate measures for balloon removal. The surgical intervention was planned for the following day and the pt status weas reported as 'stable'. Additional information has been requested regarding details of required intervention as well as current pt status.